Event description:
This device was still in the original sterile package when it was found that the device would not interrogate. Therefore, device was not implanted and was not distributed to the field.